Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the consumer reported that her double vision resolved.

Manufacturer narrative:
A sample product was not returned. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted, she has double vision. Her doctor gave her prism glasses, but she was annoyed by them as they did not make her vision clear. The double vision is improving but does interfere with her driving. Additional information was requested.